Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The site roe (rotterdam, netherlands) reported an adverse event: study no: no information provided. Clinical adverse event received for nonunion device related: possible procedure related: event is related to the procedure date of event: september 19, 2023 date of implant: (B)(6) 2023 date of revision: (B)(6) 2023 device location: right tibia. Treatment/impact: removal of tibia nail, reaming and placement of anterolateral and anteromedial plate. Depuy synthes products used: catalog number: 04.004.652 sab lot number ID: no information provided component type: nail description: expert tibial nail titanium 360 x 12. Catalog number: no information provided lot number: no information provided component type: screw description: proximal dynamic interlocking screw x1. Catalog number: no information provided lot number: no information provided component type: screw description: proximal static interlocking screw x1. Catalog number: no information provided lot number: no information provided component type: screw description: distal static interlocking screw x2. This report is for a 12mm ti cannulated tibial nail-ex/360mm-sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.